Event description:
Patient with known sigmoid volvulous was taken to surgery for sigmoid colectomy. During the process of making an anastomosis the ethicon linear cutter failed to fire a row of staples (closest to the open end of the anastomosis). Essentially, there was an entire row of staples missing. This occurred while using the 4th reload of staples. Surgeon had to handsew stitches in the tissue to insure the anastomosis would remain closed. Patient did well with procedure. Linear cutter sequestered for risk management pick up.